Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with no bands attached to it.; however, there were four bands returned separately from the ligator housing and were broken. Additionally, the handle had marks of the trip wire indicating that the trip wire was secured. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the ligator housing had no bands attached, and four bands were returned broken. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands cannot be deployed. Additionally, the technique used could have also made the bands get damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to the third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, the first band deployed normally, after the handle was rotated; however, when the second band was attempted to be deployed, it did not deploy, and it overlapped with the third band. The device was removed, and a second speedband superview super 7 was used. The first band also deployed normally; however, the second and third bands were fractured. The fourth band deployed normally; and the remaining bands overlapped and could not be deployed. A third speedband superview super 7 was used. Both the first and the second bands deployed correctly; however, the third band was fractured. When the handle was rotated again, the fourth, fifth, and sixth bands were fractured, while the seventh band could not be deployed. The procedure was completed with a new speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, the first band deployed normally, after the handle was rotated; however, when the second band was attempted to be deployed, it did not deploy, and it overlapped with the third band. The device was removed, and a second speedband superview super 7 was used. The first band also deployed normally; however, the second and third bands were fractured. The fourth band deployed normally; and the remaining bands overlapped and could not be deployed. A third speedband superview super 7 was used. Both the first and the second bands deployed correctly; however, the third band was fractured. When the handle was rotated again, the fourth, fifth, and sixth bands were fractured, while the seventh band could not be deployed. The procedure was completed with a new speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.